Event description:
During an endoscopy procedure in the colon, a cook instinct endoscopic hemoclip was used to clip a polypectomy site. The clip was attached to the targeted site but would not release from the catheter of the clip deployment device. The drive wire broke at the handle. The clip was able to be opened for removal from the tissue site, but it fell off the deployment device while in the open position. A basket was used to retrieve the clip from the patient's colon. Another cook clip was used to finish the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a produce evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The instructions for use contains the follow precaution - "removing undeployed device through a retroflexed scope can cause detachment of the clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.